Manufacturer narrative:
Please reference related manufacturer report number: 2015691-2015-03003.

Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. During visual inspection, the following was observed: delamination and inward compression of sheath liner. C-marker band separated from hdpe of returned sheath shaft and attached to liner material. No sharp edges were noted on the sheath. Dimensional inspection: there are no relevant dimensions on the sheath that relates to delaminated liner or separated c-marker. It was not possible to perform any functional testing due to the condition of the returned devices (delaminated sheath liner). During manufacturing of the sheath, devices are 100% visually inspected by manufacturing and quality for: inspect sheath tube for kink, bends or mechanical damage. Sheath tubing has a smooth outer surface without wrinkles, circumferential surface defects or witness lines, remnant lines, and without holes or tears on the strain relief. Flap is closed along entire sheath. Liner fold is continuous from distal end to proximal end of taper, i.e., no cross-link of liner fold by hdpe. Inspect sheath for delamination and do not accept sheaths with delamination the hdpe/tip interface is inspected for incomplete fusing, over-stretched material, excessive material, bumps, serrated transition, non-smooth transition, holes or rough surface. Rejects shafts with no presence of the c-marker band. During product verification testing of sample sheaths, the sheath shaft liner is visually inspected for seam separation along the entire length before seam expansion testing. After seam expansion testing, the sheath liner is inspected for tears or detachments at the distal tip. These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that the manufacturing non-conformance contributed to the reported complaint. Sheath liner delaminated: the complaint for sheath liner delamination was confirmed. Review of manufacturing mitigations, IFU/training and applicable complaint history provided no indication that a manufacturing non-conformance contributed to the complaint. The cer indicated that the team ¿attempted to remove the delivery system out of the body but couldn't re-sheath the catheter¿ after the balloon had ruptured during inflation. The delamination observed in the liner at the distal tip could have been induced by the torn balloon on the delivery system. Assessment of patient and procedural factors suggest the following may have contributed to the complaint: a non-optimal withdrawal angle facilitated the interaction between delivery system and sheath distal liner during retrieval resulting in the observed delamination. Sheath distal tip, separated marker: the complaint for separated marker was confirmed based on visual inspection. However, the c-marker was found on the liner of the returned sheath. Visual inspection of the returned sheath suggests that the observed liner delamination and c-marker band dislodgment most likely resulted from contact of the torn balloon on the delivery system with the sheath distal tip during retrieval. As a result of past complaints for c-marker band separation, corrective action was initiated. The following actions were completed: · improve marker band adhesion by increasing tecoflex coverage over c-marker band. · update design documents to include marker band dislodgement failure mode · updates to the supplier quality agreements as the investigation determined that an unauthorized change to a critical process may have contributed to the issue. Since the lot number for the esheath was not available, engineering cannot determine if the device was built prior to the implementation of the aforementioned corrective actions. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for an 14fr sheath is 5.5mm. In this case, the access vessel mld was of adequate size at 6.0mm, without calcification or tortuosity. Per report, the tavr team physicians attributed the vascular complication to the difficulty experienced while removing the devices from the patient. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transfemoral tavr procedure an iliac artery dissection occurred while attempting to retrieve the delivery system through the sheath and out of the patient. During valve deployment the delivery system balloon ruptured. An attempt was made to remove the delivery system out of the body but were unable to re-sheath the catheter. The sheath looked as if it was bunching up, so we then attempted to remove the catheter and sheath together. As the devices were exiting the iliac the patient's pressure decreased. A coda balloon was quickly inserted on the other side to stop the bleeding. At this point, the devices were still inside the body and unable to remove. The surgeon opened the patient to remove the catheter, after a lot of struggling the devices were finally removed. Cover stents were used to repair the vessel. The iliac rupture occurred due to the balloon being very bulky and device exposure. This is one of two reports being submitted for this event. This is one of two reports being submitted for this case.